Event description:
It was reported that during a bypass procedure the blood began to darken. The perfusionist increased fi02 and arterial flow. Blood gases were comparable to those prior to bypass but there was no improvement so they changed out the oxygenator and proceeded without incident. No pt injury.